Event description:
It was reported that diagnostics and stored electrograms showed one episode of t-wave oversensing. Temporary programming was suggested, but replacing the sense/pace portion of the rv lead was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.